Event description:
It is suspected that this lead dislodged. The device was reprogrammed to vvi and no additional information is available. Should additional information become available, this event will be updated.